Event description:
It was reported that the pump battery was depleting quickly. Customer declined follow up further information was unable to be obtained.there was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.